Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned severed at approximately 112 millimeters (mm) from the terminal end with an extracting stylet stuck to the tip segment of the lead. Testing was completed to assess lead electrical continuity. Measurements confirmed conductors in each segment remained intact. Severed ends of the lead exhibit cuts consistent with typical surgery-related damage. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, exceeding 125 ohms. Technical services (ts) reviewed the event and recommended lead replacement. Subsequently, the patient underwent a revision surgery in which the rv lead was surgically abandoned and replaced. During this surgery the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, exceeding 125 ohms. Technical services (ts) reviewed the event and recommended lead replacement. Subsequently, the patient underwent a revision surgery in which the rv lead was surgically abandoned and replaced. During this surgery the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. No additional adverse patient effects were reported.